Manufacturer narrative:
Manufacturer narrative: lot number was not reported. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious expected events of blindness unilateral and retinal artery occlusion, and the serious unexpected event of optic ischaemic neuropathy were considered possibly related to the treatment. Serious criteria included the need for urgent medical care and medical intervention with hyaluronidase, glucocorticoids, anticoagulants, vasodilators and hyperbaric oxygen treatment, and permanent damage. The non-serious, expected event of necrosis at the implant site and the unexpected events of retinal oedema, papilloedema, maculopathy, macular ischaemia, macular oedema, eyelid ptosis and retinal artery stenosis were considered possibly related to the treatment. Potential contributory factors include injection technique. Reported potential etiologies include type iii embolism. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005. - attachment: [cn19029681 - lit article.pdf]

Event description:
Case reference number (B)(4) is a literature report detected on 06-may-2019 by the company's medinfo team. The article reports three patients and this case concern patient no. 3. Zhang et al. Clinical observations and the anatomical basis of blindness after facial hyaluronic acid injection. Aesth plast surg. 2019. A (B)(6) female patient suffered from complete visual field loss and ptosis of the right eye after ha injection in the frontal and glabellar region. The total volume injected was 1.2ml. The patient received initial hyaluronidase injection at injection sites by her cosmetic physician in private office. The patient was transferred to the hospital after 1 hour and received retrobulbar injections consisting of a total of 1500 iu of hyaluronidase to the affected eye by an ophthalmologist. Fundus examination: left eye: no abnormalities. Right eye: pale retina, retinal edema with involvement of the macular area, retinal artery stenosis, whitening, pale optic disk, optic disk edema, no light perception. Ocular angiography after retrobulbar injection of hyaluronidase: left eye: no abnormalities. Right eye: ffa: fluorescein filling of the superior temporal retinal artery delayed and reversed fluorescein leakage. Icga: background fluorescence partially absent on the nasal side of the choroid; not improved in the middle and late stage. Diagnosis: superior temporal retinal artery occlusion of the right eye, partial posterior ciliary artery occlusion, macular ischemia/edema, ischemic neuropathy of the right eye. The patient was also treated with glucocorticoids, anticoagulants, vasodilators and hyperbaric oxygen in the hospital. The cutaneous ischemic necrosis improved in the patient but no improvement in vision was present after 12 month follow-up. It was reported that a type iii embolism involving double embolism of the central retinal artery and posterior ciliary artery is the most severe and usually causes complete visual field loss.